Event description:
It was reported that the customer had a threshold suspend alarm. Customer stated that the pump was reading lower than the blood glucose reading. Customer's blood glucose level was 271 mg/dl. Customer confirmed current blood glucose reading with a fingerstick. Customer treated with the pump. Customer does not exhibit symptoms of a low blood glucose level. Customer's suspend threshold limit is 90 mg/dl. The differences between sensor glucose and blood glucose readings were explained to the customer. Sensor will be replaced as a courtesy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).